Manufacturer narrative:
Complete information for section h: device manufacturers only , 11: concomitant medical products and therapy dates : architect rubella igm; ln unknown; lot unknown; architect toxo igm; ln 06c20-25; lot unknown during onsite troubleshooting of the architect i2000sr, sn (B)(6), the field service representative (fsr) replaced two clogged/ obstructed vacuum vessel drain valves, a leaking sample syringe assembly, and two manifold kit valves. A review of the architect (B)(6) service history was performed and found no contributing factors on or around the date of the event; no subsequent tickets related to increased reactive or gray zone results occurred after replacement of the parts. Manufacturing documentation was reviewed and contained adequate information on operational precautions and limitations, provides probable causes and corrective actions for troubleshooting elevated and erratic results, and instructions on removal and replacement of the likely cause parts. Tracking and trending did not identify any trends for any of the likely cause parts with regards to discrepant patient results. Based on the investigation, no systemic issue or deficiency was identified for the architect i2000sr analyzer.

Manufacturer narrative:
Concomitant medical products and therapy dates : architect rubella igm; ln unknown; lot unknown. An evaluation is in process. A follow-up report will be included in the final report.

Event description:
The customer reported a (B)(6) architect toxoplasmosis igm and anti hbc ii results were generated for patients while using the architect i2000sr analyzer. The following data was provided: toxo igm- architect: 4.9, 6; vidas negative. Anti-hbc ii- architect: (B)(6); vidas (B)(6). Additionally, the customer stated that (B)(6) architect rubella igm and cmv igm results were also generated while using the architect i2000sr analyzer that were not confirmed with the vidas method. No impact to patient management was reported.